Manufacturer narrative:
Date of event: the events occurred on an unknown date either, (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling bad, stomach hurting next to the port and subsequently ¿passed out¿ shortly after completing therapy. It was not reported if the patient was connected to the homechoice pro device at the time of the events. It was reported the patient was hospitalized for the events. The cause of the events was not reported. Treatment for the events was not reported. At the time of this report, the patient was discharged from the hospital and was recovered from the events. Pd therapy is ongoing without any issues noted. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient had a history of gastroesophageal reflux disease and the patient's symptoms were not related to the automated pd therapy. It was reported the patient continues to use the same product without any issues. Based on additional information received, homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.